Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system. The iesu energized, cauterized and recognized instruments and all ports recognized instruments. The iesu will be returned to the OEM. Root cause is attributed to defective generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that the erbe was not recognized the grounding pad. The site attempted to restart the erbe and connecting the pad to another person's arm, but these actions did not resolve the issue. The site planned to connect a force triad to the system to complete the case. Subsequently call was a request was made for the description and part number of the cable needed to connect the force triad, as it was not available on hand. Later, assistance was sought for the part number for the force triad, and the inquiry was transferred for pricing information. The procedure was completing as planned with no reported injury.